Event description:
The customer reported to olympus that the air and water channel of the colonovideoscope was partially blocked. The issue was found during maintenance. There was no patient involvement. The device was returned to olympus for evaluation and it was found that the air/water nozzle was blocked with foreign debris. This report is being submitted for reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. Additional findings are as follows: (a.) The optical cover glass was scratched (b.) The outlet pipe condition showed blockage (c.) The switch had leakage (d.) The scope connector had water ingress, (e.) There was marks on the image, (f.) The down angle was up to specification, (g.) The up/down angle play was out of specification, (h.) The air channel volume and water channel volume indicated that there was blockage (I.) The water flow was not up to specification, (j.) The water removal was not up to specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section which state: reprocessing manual_ cleaning, disinfection and sterilization procedures_ leakage testing_ perform the leakage test caution:if you locate a leak, remove the endoscope from the water and contact olympus. Olympus will continue to monitor field performance for this device.